Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent and an afx vela suprarenal. Approximately a year and a half (1.5) post initial procedure, the patient was identified with a type 1a endoleak. Reintervention was completed with the implant of two (2) additional afx vela suprarenals. It was reported that the 1a endoleak was resolved after the secondary procedure. The final patient status was reported as doing fine.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows that the device was properly manufactured and released in accordance with the device master record. The review confirms that there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident were received by endologix. The user facility would not provide this information. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as doing fine. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent and an afx vela suprarenal. Approximately a year and a half (1.5) post initial procedure, the patient was identified with a type 1a endoleak. Reintervention was completed with the implant of two (2) additional afx vela suprarenals. It was reported that the 1a endoleak was resolved after the secondary procedure. The final patient status was reported as doing fine. Additional information: a correction has been made in the classification of the previously reported endoleak. Specifically, the endoleak has been reclassified as a type 3a, occurring between the main body and the vela extension.